Event description:
This ra lead was implanted on (B)(6) 2011. Getting the a threshold was difficult because of the patients intrinsic atrial activity-dropped 2 cables, but lots of runs of pac's and questionable svt. Set the device to 5v output at implant. The physicians could not agree on rhythm. Impedance and p waves looked good though. The physician was dr. (B)(6) at (B)(6) medical center in (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).